Event description:
This case was cross reference with case ID: (B)(4) (same patient) this unsolicited case from united states was received on 26-jan-2018 from physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and after unknown latency experienced knee effusion right severe, left: severe/ quite a bit of effusion on his right knee, sores that not heal, active painful range of motion/ passive painful range of motion right and left knee, crepitation right:mild, left: mild, very, very poor quality of life and pain on the right and left side/ pain is described as sharp/maximum tenderness right medial joint line. The patient had past treatment with previous synvisc one injections on (B)(6) 2013, (B)(6) 2014), triamcinolone acetonide (kenalog) and 4 cc of bupivacaine hydrochloride (marcaine). The patient's medical history was significant for knee injury around ((B)(6) 2013) (had a lot of problems with his right knee and also his left, knee injury around ((B)(6) 2013) playing basketball and golf; patient had a lot of problems with his right knee and also his left), leg pain (patient developed some of this pain and pulling in the back of the leg and developed some pain in the anteromedial aspect of the right leg as well, complained of pain in the left leg when he play golf and pivots on the left leg; patient developed some pain and discomfort) had acl repair (anterior cruciate ligament) reconstruction back in the 90s, gastric bypass, pain in joint, shoulder region ((B)(6) 2015), high blood pressure ((B)(6) 2015), localized, primary osteoarthritis ((B)(6) 2014) (primary osteoarthritis of right knee ((B)(6) 2015); bilateral knees, right worse than left. It was reported that 30 cc aspirated off of his left knee and 40 cc aspirated off of his right knee)), sprain of rotator cuff capsule ((B)(6) 2015), shoulder arthroscopy ((B)(6) 2015), had acromioplasty (open partial with or without coracoacromin for the sprain of rotator cuff capsule of right shoulder for 129 days; on (B)(6) 2015), knee effusion (significant amount of effusion in both knees, right worse than left; as on (B)(6) 2014, patient was struggling a little bit)., had bilateral unloader braces (that seem to help with his symptoms but does not totally eradicate them, wanted to contemplate doing a total knee arthroplasty). The patient had no stroke, heart disease, asthma, copd, kidney and thyroid disease, seizures, hepatitis, gout, rheumatoid disease, diabetes, cancer, ulcers, osteoarthritis, bipolar disease, depression, (B)(6). Patient had sinus problems. Patient does not use tobacco, alcohol-twice a week. Patient was a former smoker. Patient had family history of heart disease, stroke and diabetes. Patient had allergy to quinolones. Concomitant medications include sodium bicarbonate, nebivolol hydrochloride (bystolic), oxycodone hydrochloride/paracetamol (percocet), ascorbic acid (vitamin c), ergocalciferol (vitamin d2), methocarbamol, lisinopril. On (B)(6) 2015, patient received treatment with intra articular synvisc one injection one dosage form once (lot number and expiration date: not reported) for osteoarthritis bilateral knees, right worse than left. Site was prepped using povidone-iodine. Left knee joint injection was performed with 2 ml(s) of lidocaine 1% plain for anesthetic. Placement confirmed by manual palpation. Synvisc one 48 mg was injected. Adhesive sterile dressing was used. Similar procedure was undertaken for the right knee. On an unknown date in 2016, latency unknown, the patient presented with pain on the right and left side equally. It was reported that the symptoms were moderate and occurred constantly with intermittent worsening. The pain was described as sharp (rated his current pain at 6-7/10). He was there for injections. On an unknown date in 2016, after unknown latency, the patient developed sores that did not heal, also the patient had active painful range of motion and passive painful range of motion. On an unknown date in 2016, after unknown latency, the patient had knee effusion right severe, left: severe/ quite a bit of effusion on his right knee, crepitation - right: mild, left: mild. The patient had a very, very poor quality of life and pain on the right and left side/pain was described as sharp/maximum tenderness right medial joint line. It was reported that he had just really gotten over his shoulder and he has done fairly well with this. It was reported that at this point, they would like to proceed with his right total knee. The patient was recommend doing an injection. He wanted to try to wait until december to do the total knees. The patient was encouraged to maintain his range of motion and strength as much as possible. To try to help with his symptoms they would try to offer him injection. It was reported that the patient had a quite a bit of effusion on his right knee, no effusion on the left knee. The patient underwent arthrocentesis on an unspecified date under aseptic techniques. It was reported that left knee joint aspiration and injection was performed. (Placement confirmed by manual palpation. 12 ml of serous fluid were withdrawn. Triamcinolone acetonide (kenalog) 40; per 10 mg 40 mg and marcaine .25 mg (4 ml) were injected. The adhesive sterile dressing was used. About 20 cc of fluid aspirated off of his right knee; 40 mg of triamcinolone acetonide and 4 cc of bupivacaine hydrochloride (marcaine) were injected into both knees. Corrective treatment: arthrocentesis, triamcinolone acetonide (kenalog), bupivacaine hydrochloride (marcaine), 12 ml of serous fluid were withdrawn from left knee and 55 ml of serous fluid were withdrawn for the event of knee effusion right severe, left: severe/ quite a bit of effusion on his right knee; not reported for the rest of the events. Outcome: not recovered for knee effusion right severe, left: severe/ quite a bit of effusion on his right knee and unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for knee effusion right severe, left: severe/ quite a bit of effusion on his right knee.

Event description:
This case was cross reference with case ID: (B)(4) (same patient). This unsolicited case from united states was received on 26-jan-2018 from physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after unknown latency experienced knee effusion right severe, left: severe/ quite a bit of effusion on his right knee, sores that not heal, active painful range of motion/ passive painful range of motion right and left knee, crepitation right:mild, left: mild, very, very poor quality of life and pain on the right and left side/ pain is described as sharp/macimum tenderness right medial joint line. The patient had past treatment with previous synvisc one injections on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2014), triamcinolone acetonide (kenalog) and 4 cc of bupivacaine hydrochloride (marcaine). The patient's medical history was significant for knee injury around ((B)(6) 2013) (had a lot of problems with his right knee and also his left, knee injury around (((B)(6) 2013) playing basketball and golf; patient had a lot of problems with his right knee and also his left), leg pain (patient developed some of this pain and pulling in the back of the leg and developed some pain in the anteromedial aspect of the right leg as well, complained of pain in the left leg when he play golf and pivots on the left leg; patient developed some pain and discomfort) had acl repair (anterior cruciate ligament) reconstruction back in the 90s, gastric bypass, pain in joint, shoulder region ((B)(6) 2015), high blood pressure ((B)(6) 2015), localized, primary osteoarthritis ((B)(6) 2014) (primary osteoarthritis of right knee ((B)(6) 2015); bilateral knees, right worse than left. It was reported that 30 cc aspirated off of his left knee and 40 cc aspirated off of his right knee)), sprain of rotator cuff capsule ((B)(6) 2015), shoulder arthroscopy ((B)(6) 2015), had acromioplasty (open partial with or without coracoacromin for the sprain of rotator cuff capsule of right shoulder for 129 days; on (B)(6) 2015), knee effusion (significant amount of effusion in both knees, right worse than left; as on (B)(6) 2014, patient was struggling a little bit)., had bilateral unloader braces (that seem to help with his symptoms but does not totally eradicate them, wanted to contemplate doing a total knee arthroplasty). The patient had no stroke, heart disease, asthma, copd, kidney and thyroid disease, seizures, hepatitis, gout, rheumatoid disease, diabetes, cancer, ulcers, osteoarthritis, bipolar disease, depression, aids/hiv. Patient had sinus problems. Patient does not use tobacco, alcohol-twice a week. Patient was a former smoker. Patient had family history of heart disease, stroke and diabetes. Patient had allergy to quinolones. Concomitant medications include sodium bicarbonate, nebivolol hydrochloride (bystolic), oxycodone hydrochloride/paracetamol (percocet), ascorbic acid (vitamin c), ergocalciferol (vitamin d2), methocarbamol, lisinopril. On (B)(6) 2015, patient received treatment with intra articular synvisc one injection one dosage form once (lot number and expiration date: not reported) for osteoarthritis bilateral knees, right worse than left. Site was prepped using povidone-iodine. Left knee joint injection was performed with 2 ml(s) of lidocaine 1% plain for anesthetic. Placement confirmed by manual palpation. Synvisc one 48 mg was injected. Adhesive sterile dressing was used. Similar procedure was undertaken for the right knee. On an unknown date in 2016, latency unknown, the patient presented with pain on the right and left side equally. It was reported that the symptoms were moderate and occurred constantly with intermittent worsening. The pain was described as sharp (rated his current pain at 6-7/10). He was there for injections. On an unknown date in 2016, after unknown latency, the patient developed sores that did not heal, also the patient had active painful range of motion and passive painful range of motion. On an unknown date in 2016, after unknown latency, the patient had knee effusion right severe, left: severe/ quite a bit of effusion on his right knee, crepitation - right: mild, left: mild. The patient had a very, very poor quality of life and pain on the right and left side/pain was described as sharp/maximum tenderness right medial joint line. It was reported that he had just really gotten over his shoulder and he has done fairly well with this. It was reported that at this point, they would like to proceed with his right total knee. The patient was recommend doing an injection. He wanted to try to wait until december to do the total knees. The patient was encouraged to maintain his range of motion and strength as much as possible. To try to help with his symptoms they would try to offer him injection. It was reported that the patient had a quite a bit of effusion on his right knee, no effusion on the left knee. The patient underwent arthrocentesis on an unspecified date under aseptic techniques. It was reported that left knee joint aspiration and injection was performed. (Placement confirmed by manual palpation. 12 ml of serous fluid were withdrawn. Triamcinolone acetonide (kenalog) 40; per 10 mg 40 mg and marcaine .25 mg (4 ml) were injected. The adhesive sterile dressing was used. About 20 cc of fluid aspirated off of his right knee; 40 mg of triamcinolone acetonide and 4 cc of bupivacaine hydrochloride (marcaine) were injected into both knees. Corrective treatment: arthrocentesis, triamcinolone acetonide (kenalog), bupivacaine hydrochloride (marcaine), 12 ml of serous fluid were withdrawn from left knee and 55 ml of serous fluid were withdrawn for the event of knee effusion right severe, left: severe/ quite a bit of effusion on his right knee; not reported for the rest of the events. Outcome: not recovered for knee effusion right severe, left: severe/ quite a bit of effusion on his right knee and unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for knee effusion right severe, left: severe/ quite a bit of effusion on his right knee. Additional information received on 15-feb-2018. Ptc investigation results added